Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the device was received in three pieces. The catheter material has been stretched and broken. The internal catheter wires are exposed and broken. Unable to test. Based on the above evaluation, it appears that the device was inadvertently damage by the customer during use. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the microsensor was noted to be broken/split. No further details available.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.